Manufacturer narrative:
A customer biomed examined the monitor. The biomed reviewed the alarm review menu, and found that the monitor was giving spo2 blue inops since around 9:30 that morning ((B)(6) 2016). From 21:21, there was a constant (nearly minute by minute) spo2 inop stating bad signal, non-pulsatile, interference and poor signal. (These would have been blue inops without alarms, but blue lights and info onscreen). At 12:33:59, the monitor alarmed cannot analyse ECG, this will be an inop alarm, numeric flashing and an audible alarm. The ECG/arrhythmia alarms were turned off at 12:34:16 (manual user intervention). The blue spo2 inops continue from here. At 12:37:57, the monitor alarmed cannot analyze ECG, this will be an inop alarm, numeric flashing and an audible alarm. The ECG/arrhythmia alarms were found to have been manually turned off at 12:38:01; the staff indicated that resuscitation started around 12:40/12:45. The biomed connected the workshop patient simulator to simulate patient parameters and test the alarms; the alarm limits were left as the biomed found them. All alarms were found to operate as expected. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. There was no malfunction, as the report of the alarms not going off was not supported by the monitoring data. There were not red alarms because there were inops announced for two different parameters. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that there was no red alarm condition alerting the cavegiver. The patient is deceased.